Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was found that the dingus was out of adjustment. The dingus was adjusted. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used during a sacroiliac and thoracolumbar procedure. It was reported that the door will not close all the way. Navigation and imaging was aborted due to this issue. There was a reported delay of less than one hour. There is no known impact on patient outcome.